Event description:
A falsely elevated troponin result (2.63 ng/ml) was obtained on a patient's sample when it was retested. The retest was ordered due to an instrument error associated with another cardiac marker ordered on the same sample. The original troponin result was not elevated (0.12 ng/ml) and the second retest was not elevated (0.12ng/ml0. The falsely elevated result was not reported to the physician. Patient treatment was not prescribed or altered. There were no reports of adverse health consequences as a result of the falsely elevated troponin result. Analysis of instrument data by dade behring personnel indicated data typical of a sample integrity issue.